Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the cable. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc considered that the reported phenomenon was attributed to the transmission failure of the image signal due to the failure of the cable which was caused by the user handling. The instruction manual of the subject device states appropriate handling of the subject device and the prevention of the cable damage. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the endoscopic image of the subject device was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.